Event description:
The customer reported that the m3046a did not alarm for a bradycardia for a baby in distress.

Manufacturer narrative:
The customer reported that the m3046a did not alarm for a bradycardia for a baby in distress. The baby expired. The monitor has been sent back to philips with the ECG cable and trend printed in order for the product engineer to test the device and determine the cause. The m3046a is a stand alone monitor which has no connection to the info center. In spite of noted physical damage to both the monitor and accessories, the monitor passed all testing, including alarming for a simulated bradycardia event. Based on the available info, at this time, we are unable to determine whether there was any malfunction or if the device was a factor in the death of the pt. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).